Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the lcb distal cover glass broken, the suction channel buckled, the insertion flexible tube (ift) crushed, the junction case leak, the remote control buttons cut, the u/d and the r/l pulley wires worn out, and the us connector cable worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).